Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: malfunctions initially reported were confirmed. However, no anomalies or defects were found regarding the aspiration system. Air leakage was visible underneath the water-tight adhesive area of the a-rubber, which is also worn out, light guide rod lens (2x) was cracked and ccd (charged coupled device) cover lens was chipped, connecting tube was collapsed, grip unit is wear and tear, universal cord had buckles, key top 1 had a pin hole, angulations were out of specification and insulation d/e (distal end) value resistance was out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had problem with insufflation and bending. There were no reports of patient harm. The device was returned for evaluation/repair. During the device evaluation, it was found that the nozzle was clogged by foreign material (black rubbery material). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely, foreign material remained in the device because reprocessing could not be properly conducted due to the leak from the bending section cover glue. It was further noted that the foreign material could not be identified. The event can be prevented by handling the device in accordance with the following IFU: gif-h185 operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif-h185 reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)." Shows how to prevent the event. Olympus will continue to monitor field performance for this device.